Event description:
It was reported that foley catheter had fractured. Occurred during placement on the ward. Approximately 10 cm from the catheter tip. As per additional information received from rcc via task on 06jan2026, a foreign body was present internally and was removed by a urologist using a cystoscope; confirmation was made that no foreign body remained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Complete initial reporter facility name: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.